Manufacturer narrative:
The device was received with cracked and bleeding lcd glass. The device was received with cracked case at the display window corners, reservoir tube lip, and belt clip slot and battery tube threads. The device was also received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had physical or cosmetic damage with their insulin pump. It was reported that the device is being replace. No further information provided.